Event description:
During setup of the case the location board seemed to not connect. They were able to hold pressure on the lb cable at the lss and get the lb to connect, but then the pst sensors would stay yellow in the status view and not become functional. They replaced a lb pig tail (B)(6) weeks ago and have not had issues with any cases since then until now. During the troubleshooting of this case they replaced the lb cable, no change in the system noted, and the pst cable, this showed the pst sensors turn green on the status view but then change to yellow and go back to being non-functional. The pt was under general anesthesia and the superdimension portion of the case was canceled. There was no harm or injury to the pt reported.

Manufacturer narrative:
Device not received for evaluation to date. There was no harm or injury to the pt reported. In an abundance of caution we are filing this MDR because of the additional risk associated with multiple exposures to general anesthesia.